Event description:
Pt in operating room on (B)(6) 2017 for a partial left 2nd digit amputation. After the procedure, central sterile personnel were cleaning the instruments and noticed 1 tooth of the miltex#6-124 brown-adson tissue forceps was missing. The surgeon was immediately notified. A post op xray had already been ordered. Left foot xray done at 1325. No radiopaque foreign bodies were seen. Surgeon aware of results. Nursing operations manager of the operating room, regional manager of csr, and supervisor of csr aware of incident. No harm to pt. Reportable incident.